Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event was caused by defective printed circuit board. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii video system center produced no image. The issue was found during an unspecified procedure. There were no reports of patient harm as the device was replaced with a similar device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the printed circuit board was defective. The video socket connector had a defective locker, it doesn¿t secure scope video cable due to wear and tear in locker. The front panel was discolored. Front panel and feet had to be replaced. Software version needed to be upgraded to 4.10 from 3.01. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.